Event description:
It was reported that there was a communication problem. The recharger and programmer would not communicate with their implantable neurostimulator (ins). The communication issues started on (B)(6). The patient last charged on (B)(6). The patient charged weekly. The patient was seeing poor communication on their recharger and programmer. They were also seeing a reposition antenna screen on their recharger. The patient¿s device was not charging. The patient had been in the hospital on (B)(6) for an unrelated medical issue. During their time at the hospital they had a CT scan and their device was off. The patient noted that they turned their stimulation off on (B)(6). The patient later noted that they were in the hospital on (B)(6) and were released on (B)(6). It was unclear when the patient was in the hospital. When the patient got home they tried to turn the stimulation on and could not. The patient¿s device had not moved. The patient was not around anything electronic or any sources of emi at the time of the report. The patient used the antenna locate feature on (B)(6) and saw a power on reset (por) message on their recharger. They also saw the por and a call your doctor icon on their programmer. The patient was able to get to the normal recharging screen and the first quartile of the ins battery level was flashing. After recharging they were able to clear the por screen. The patient noted that they could not make adjustments with their programmer with the antenna attached intermittently. This issue with the programmer started about 2 months prior to the report. The antenna cord did not feel loose when plugging it into the programmer. They could see a little bit of brass but noted that the connection was snug. They were able to successfully sync without the antenna. The programmer was only working intermittently. They were able to turn their stimulation on and off with their recharger. When the patient¿s stimulation was off they would have constant headaches. They usually left their stimulation on 24 hours a day, 7 days a week. They had a hard time functioning without their stimulation. The patient had their settings maxed out. The patient was sent a new antenna. The old antenna was not returned to repair. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3998, lot# v937819, implanted: (B)(6) 2012, product type lead; product ID 37092, serial# unknown, product type accessory; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).